Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 495 mg/dl. The customer stated that the insulin pump turned off after delivering a bolus and its display screen went blank. The display returned after inserting a new battery. The insulin pump also received a battery out limit alarm. The customer was able to clear the alarm and received a request to rewind the insulin pump. Troubleshooting was not performed for high blood glucose levels. The device is not expected to be returned for analysis.